Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The result was reported to the doctor. A second sample on the same patient was tested an hour later and the result was negative. Repeat testing was performed on the initial sample and the result was negative. The doctor was informed of the negative result. The doctor started the patient on a heparin drip after the initial result. An angiogram was scheduled and was cancelled after repeat testing. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided, and instrument evaluation, the fse completed a total service call. The fse checked the sample and reagent alignments. No conclusion can be drawn. The qc and calibration were acceptable for all runs. The instrument is performing within specifications. No further evaluation of the device is required.